Event description:
It was reported that this patient had two syncopal events. The patient presented for system evaluation. The presenting threshold measurements were stable and within normal limits. Automatic threshold testing was performed and the test could not be completed due to intrinsic beats. Review of the stored data identified high threshold measurements. Additionally, there were three days when threshold testing was not performed and two of those days it was due to intrinsic beats. A boston scientific technical services consultant discussed the possibility of lead migration or dislodgement. The consultant recommended getting an x-ray to evaluate any lead issues and placement. Efforts to obtain additional details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.